Manufacturer narrative:
This is a know issue and the warm air 135 have electronic components issue. The device is under recall number z-0035-2010. (B)(4).

Event description:
On (B)(6) 2008 at 4:20 pm (B)(6) received a call from (B)(6) medical center in (B)(6). (B)(6) was calling to report that warm air 125 serial number (B)(4) was smoking in an or. (B)(6) said that the people in the or saw and smelled smoke and as equipment was unplugged it was noticed that the top of the warmair unit was melted. The fire department was called and this or was shut down. There was no pt injury and the procedure was completed. (B)(4).